Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was seen in the clinic with shortness of breath, low energy levels and multiple low flow alarms. The pt was admitted into the hospital for observation and a CT of the chest and abdomen to look at the inflow conduit and outflow graft. The CT scan revealed thrombus in the outflow graft. Additional information was received from the vad coordinator that the pt's inr has been therapeutic. The pt is on a heparin drip for now and was upgraded on the transplant list to 1a.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.